Manufacturer narrative:
A sample product was not returned for analysis. Product lot number or identifying information was not provided; therefore, product history information could not be reviewed. A root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was resistance during injection and then the lens shot out of the injector and into the eye. There was no reported patient harm